Event description:
It was reported that the customer experienced low blood glucose (bg) levels intermittently. Bg values were not provided. Reportedly, customer had to be "revived" via glucagon injection by their spouse. Customer declined troubleshooting with tandem technical support and declined to provide further information. Date of event(s) is approximate.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted